Manufacturer narrative:
At analysis it was noted that the device was received in good cosmetic and mechanical condition and passed testing on the automated test console. Its battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned. The device then passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification at manufacturer's analysis. There was no patient involvement.